Event description:
Allegedly the anchor broke upon insertion.

Manufacturer narrative:
This is a reportable malfunction. During a retrospective review of our files, we determined this incident to be a reportable malfunction.

Manufacturer narrative:
Conclusion: no device failure the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4).